Event description:
The user facility reported that during preparation for use, it was observed that the evis exera duodenovideoscope k-wire was broken. The returned device was evaluated at the olympus repair center and the reported complaint was confirmed. Additionally, wire was observed to be protruding from the connecting tube, and residue was found on the connecting tube. This report is being submitted for the wire protruding from the connecting tube and residue found on the connecting tube. There was no report of patient or user harm due to the event.

Manufacturer narrative:
The device evaluation found that the residue on the connecting tube was due to heavy scratches on the tube, causing insufficient reprocessing. In addition, service found the forceps elevator did not move up due to the broken k-wire. The light guide lens was cracked, the objective lens was scratched, and adhesive around the lenses was chipped. There was a leak at the distal end and the name plate on the scope connecting cover was missing. The insertion tube angulation control knob was problematic. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation , it was confirmed that the connecting tube were in the form of pocket. There is a possibility that residue entered and adhered to scratches which were generated by contact with metal edge or the like. Due to the scratches, braids in the tube were also damaged. The damaged braids became protruded from the scratched places of the tube. It is likely that the residue may have become unremovable by reprocessing in accordance with IFU. The instruction manual identifies the following related verbiage: ¿important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.